Manufacturer narrative:
The explanted device was returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine device replacement procedure, a loose header was observed on this implantable cardioverter defibrillator (ICD). It was reported the device had been implanted sub-pectorally at the left side of chest. There were no reports of inappropriate device function while it was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. The medical adhesive between the case and header was found to be entirely on the bottom of the header. The cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.